Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, past similar case and instruction manual, it is presumed cause as below: - the foreign material was surmised to be a protection cover for the distal end of cleaning brush or endo therapy accessories used on procedure. The user might have missed detaching the cover when using them, consequently the cover remained in the instrument channel. - the facility staff had received insufficient training of handling and/or reprocess in accordance with instruction manual. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit, damage or deformation of the connector , movable l-range sliding error that occurred in the zoom scope, blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual, inspection of the endoscopic system, operation manual. Important information ¿ please read before use warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) (okr). Okr checked the subject device and found that the reported phenomenon was duplicated. Okr found the foreign material and removed it. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that there was the foreign material in the channel of the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.